Event description:
I reported to the FDA problems I had with careone liquid antacid, which included aluminum hydroxide. I consumed this product without realizing the possible side effects because of the poor labeling on this product. I informed FDA that I had to have hernia repair. Now the mesh that was used for the hernia repair is giving me problems. I have been experiencing nausea, sharp pains around the incision, and needle sticking like pain where the mesh was implanted. There is white discharge in the toilet when trying to move my bowels. The discomfort that I feel sometimes keeps me from sleeping at night. Unsure if this device was reprocessed/reused on a patient before. Implanted by dr. (B)(6).